Event description:
In (B)(6) 2010, I was implanted with the penile inflatable prosthesis [pump] ams 700 ms by dr. (B)(6) at (B)(6). However, it has never worked as promised: I experience pain every day since the operation, especially after sitting for over 30-45 minutes or when sleeping on one side, which is the only way I fall to sleep since childhood. So, while at the office, driving, traveling, movies, eating out, etc. I have pain in my private parts. At night, the pain wakes me up every 45-90 minutes, so I can't sleep well. Tissue or ligaments inside the scrotum is attached to the pump making it hard and painful to operate, which discourages me from having sex. When inflated, the penis glande [head] hurts even more, discouraging having sex. There is no significant or noticeable erection change; inflated or deflated, as promised in their brochures. See ams brochures in the internet. In their brochures, the erection is depicted from 0 to 130 degrees, approximately; while in real life, it remains at about 30-40 degrees deflated and when inflated barely moves up a few degrees (hardly noticeable as an erection). Penis size was reduced from 6 inches to about 4 inches in diameter, making it very difficult to have sex and embarrassing. The pipes reinforced with steel in the scrotum, pressure the skin outwards causing pain and disfigurement. The doctor said I need to go back to surgery to correct some of those problems, but the hospital requires that I pay another (B)(6), on top of the more than (B)(6) that I already paid in cash; and I think the pump just doesn't work as promised and the pain wouldn't go away, so I don't want to subject myself to another painful operation with no possibility of success. Please let me know if you can help since nobody warned me before the implant of all those serious problems and I am in pain 24/7. They are deceiving the consumers to induced them to have the implant when they know it doesn't work. They have a pts liaison webpage, but when I send them the above complaints, they just never replied. Alternatively, this may be just a one pt problem since even if no design defects are found in their product as a whole, the device I have may have been defective. In addition, they deceived me to induced me to have the surgery, which was extremely painful during recovery and now I have these options: leave it the way it is suffering pain almost all day and night and the other problems outlined above; replace it to correct some of the problems, but not the most important ones; or remove it and forget about intimacy for the rest of my life [I am (B)(6)]. Since the operation, I only had sex once and it was very difficult, painful, and embarrassing. Since then, I am discouraged to try it again or to even try to find a relationship with a women since I feel so bad and embarrassed. I will appreciate your help.